Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a mucosal prolapsectomy, when the surgeon performed the muco-hemorrhoidal resection, the surgeon clamped and "actioned" the instrument which cut the tissue but didn`' apply any staples. The tissue was sent for a histological exam and there were no staples on it. It required manual hemostasis and applying sutures to finish the case. Hospitalization was extended from 2 to 10 days. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.